Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the carton. Viscoelastic was dried on the lens. One haptic was torn (still attached) in the haptic/optic junction, bent in the distal area, and adhered to the anterior optic surface in dried solution. This haptic distal tip area was broken and not returned. An outline of dried viscoelastic was observed in the shape of the broken haptic tip. The optic has small cracked damage inside the dried viscoelastic outline. The posterior surface of the optic was scraped near the damaged haptic. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if a qualified combination of products were used. The returned lens was evaluated. Haptic and optic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd (ophthalmic viscosurgical device) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: company foldable iols (intra ocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Th returned product expired 28-feb-2022. The complaint would have occurred before that date or the product was used past the expiration date. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with the description, damaged intra ocular lens. Additional information has been requested.